Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient has hx of hives that contributed to the irritation. Patient described the area as a rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an oral medication for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.